Event description:
Healthcare professional reported, right capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported, right capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, capsular contracture: observed, next to the device have appears to be biological tissue but , it is a medical event not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right capsular contracture baker grade IV. The device has been explanted and replaced.